Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 403 mg/dl at the time of incident. The customer's current blood glucose was 275 mg/dl. The customer reported chest pains, vomiting and difficulty breathing from their high blood glucose. The customer has treated their blood glucose with 14 units of insulin by manual injections. The customer also reported being a brittle diabetic. No additional information provided.